Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, while being applied to the rectum, the jaws of the device were caught on tissue. The procedure had to be converted to laparotomy and the device was removed by cutting the distalend. A postoperative secondary surgery to reduce and restore the digestive tract was needed. They had to perform a re-channel and a re-reduction. There was a problem unloading the device and they couldn't open the staple cartridge. There was unexpected tissue damage and tissue loss due to the correction method used; they could not directly protect the anus and the line of preventive fistula. The event extended the operation for 30 minutes or more and the incision was extended, however, it was asked but unknown if the incision was greater than 1 inch. The patient was alive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.